Manufacturer narrative:
No used or unused devices were returned. Sister of patient stated that she will return the device worn by the patient at the time of death. Unomedical a/s will if and when we receive the worn device or the lot number make the appropriate testing and evaluation. A follow up report will be within 20 days. (B)(4).

Event description:
Sister of the customer called to report death of patient. Will be returning pump, reservoir and infusion set worn at the time of death. The above mentioned information is the information available at this point. We will try to get more information through our distributor (B)(4). Due to no returned devices at all, no testing could be performed and since the lot number is unknown, no testing of the retained sample could be performed.